Event description:
The facility's rn reported "a piggyback was infusing faster than programmed and it looked like it was free flowing." The nurse reported they hang a 100ml mini-bag of potassium and programmed the infusion at a rate of 100ml/hr in a piggyback mode. Within 5 minutes, the pt called the nurse to the room complaining of a burning sensation to the arm. The nurse reprogrammed the piggback infusion to a slower rate of 75ml/hr. Immediately, the pt called the nurse with the same complaint. The nurse reported that the infusion had seemed to be delivering faster than programmed. The nurse stopped the piggyback infusion of potassium and started the primary infusion. Reportedly within 30 seconds, the pt complained again. The nurse stopped the primary infusion and noticed only 30-40ml of potassium was left in the mini-bag. The nurse disconnected the tubing from the pt and flushed the IV line to clear it from potassium. According to the nurse, no medical intervention was required and no pt injury resulted. The nurse described the set up of the piggyback infusion stating the piggyback was hung higher than the primary bag. The nurse reported when they stopped the piggyback infusion and started the primary infusion, they did not close the clamp on the piggyback set. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics, diagnosis or status, other medication involved, rate of the primary infusion, and set up of the infusion device.